Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for a-flutter ablation. During the ablation the physician noticed that the right atrial and the right ventricular leads were pulled back. Both leads were explanted and replaced. There were no patient consequences.